Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported during outpatient thoracentesis, fluid could not be aspirated from the original site. Another site was chosen and again, no fluid could be drawn through the catheter. Upon inspecting the equipment - the needle was noted to be occluded; air could not be aspirated/fluid could not be drawn. A new tray was opened and procedure completed with no difficulty. There was no patient. Injury.

Manufacturer narrative:
The device history record could not be reviewed since a lot number was not provided. One used sample was received outside of its original package. The thoracentesis tray which is built with different components manufactured by diverse suppliers. An analysis could not be performed at this manufacturing site and a probable root cause could not be identified since the sample requires testing at a different supplier. The sample is being sent to the supplier for evaluation. This complaint will be closed with no further action. An update will be sent once a supplier response is received. This complaint will be used for tracking and trending purposes.